Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the serter button is unable to be pushed on the 2nd button press. The customer's blood glucose reading was 403 mg/dl at the time of incident. Troubleshooting found that the button was not pushed correctly and assisted the customer. The customer was advised to call back if issues arise relative to the button.